Event description:
A malfunction was reported with the customer's pump, displaying a malfunction code which could not be reset. It was not clear whether there was any impact on the customer¿s blood glucose level, as they declined to answer questions regarding any excess. The customer reverted to multiple daily injections as a backup insulin therapy.